Event description:
2 of 2 report. It was reported that while using a bd vacutainer® safety-lok¿ blood collection set, unspecified number of tubes displayed push-off from the non-patient end needle due to a connection defect. In some cases, blood flow was not observed unless an evacuated tube was connected. No adverse patient or user impact was reported; however, a second blood draw was required.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.